Event description:
Ethicon endopath laparoscopic curved disposable scissors used for kidney surgery. Unusually sharp end of the scissors noted. While dissecting adhesions scissors injured gall bladder and necessitated unscheduled cholecystectomy.